Event description:
The customer reported to olympus, there was noise on the image when using the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Manufacturer narrative:
Please refer to the following sections for the new information: d8, h3, h4, h6 and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: since the device was manufactured more than 15 years ago, the DHR of the actual device could not be verified. Instructions for use (IFU): "if the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.